Event description:
We received an allegation of a questionable result for 1 patient sample tested for k electrode (k) on a cobas 8000 ise 1800 module that may have contributed to a delay in treatment. On (B)(6) 2023, the initial result was reportedly 5.3 mmol/l. The physician reportedly contacted the patient and advised the patient to go to the hospital. The patient was allegedly admitted to the hospital where his k was found to be "critical high." On (B)(6) 2023, the customer allegedly started receiving multiple delta check failures and reportedly pulled patient samples from on (B)(6) 2023 for repeat testing. On (B)(6) 2023, the sample for this patient was repeated and the result was reportedly 6.2 mmol/l. The details of the patient's treatment and the patient¿s current condition are not known as the customer is a reference laboratory. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The k electrode lot number and expiration date were not provided. The field service engineer (fse) found the fluidic system was contaminated or underpressured. The fse replaced the sample probe, gear pump head, degassers, and the k and na electrodes. Afterward, the system operated with no issues. Calibration was last performed on 03-nov-2023 with acceptable results. The qc data provided appeared to be acceptable. "Ise noise", "voltage level", and "reagent volume short" errors were observed on the alarm trace data from the day of the event. Sample probe and "sample clot detection" errors were also observed. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.